Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there is fluctuation of the blood pressure reading. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips bench repair service personnel which included functional testing of the device. The results of the analysis confirmed that the nbp is not behaving correctly, indicating a faulty nbp pump/cable based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump / cable. The issue was resolved by installing a new nbp pump and cable, as well as new msl board and cable into the device. The device passed all testing per specification and operational. The device was returned to the customer.